Event description:
During initial aaa procedure on a male, the device was placed infra renal without any difficulty upon confirmation of proper placement. Deployment began with unsheathing of the main body. In the attempt to remove the black trigger wire, the physician removed thumb screw and pulled back on the black trigger wire. The wire was situated a few inches back near the pin vise. When the wire could not be moved any further, it was noted that the trigger wire was near the pin vise. A view at past fluoro/angio saw the graft was a bit collapsed, indicating force to remove. It was assumed that the wire was still jammed. However, before attempting new IFU maneuver, the surgeon pulled downward on pink hub; assuming wire was out, but tension on barbs on top cap occurred, the surgeon then attempted to push up on top cap. No results were noticed so proceeded to cut wire, released the white trigger wire and placed coda on the contralateral side. Once covered, into the limb and inflated and moved the dilator up near bridge of the gold markers, then brought sheath up close to the edge. The technique of easing tension on the wire had no result. Surgeon applied gentle, downward force to wire to remove from the top cap. At this point, the wire stopped and came out. Top cap could not be removed. It was decided to convert to open surgery. Surgery done with aneurysm sac opened, device was cut with wire cutter and removed. Pt's condition is excellent.

Manufacturer narrative:
Still under investigation at this time.